Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 3 bd phaseal¿ protectors p50j experienced foreign matter contamination/coring. The following information was provided by the initial reporter: after engaging the protector, the hcp noticed coring. The drug used is onivyde.

Event description:
It was reported that 3 bd phaseal¿ protectors p50j experienced foreign matter contamination/coring. The following information was provided by the initial reporter: after engaging the protector, the hcp noticed coring. The drug used is onivyde.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-30. H6: investigation summary. Three protectors attached to a vial were returned to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protector membrane, vial stopper, or protector needles, however, it was observed the needles were detached from the protector. Particles were observed inside the tip one protector needle as well as inside all three vials. Characterization testing was performed and found the particles were consistent with material from the vial stopper as well as pieces from the aluminum cap. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Given there are several factors that may contribute to coring, we are not able to identify a definitive root cause at this time.